Event description:
Two months after insertion day, on (B)(6) 2012, leakage was observed at the conjunction of the tubing and oval disk when infusing IV drugs.

Manufacturer narrative:
Results of a device evaluation will be filed in supplemental when sample is received.